Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms on a remote transmission showed occasional atrial lead undersensing of atrial arrhythmia episodes. In addition, the transmission showed a high right ventricular (rv) lead threshold measurement. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.